Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 200 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check on the pump and it was found that the occlusion was in the cartridge. The customer changed the infusion set and cartridge.